Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that externalized conductors were observed.

Manufacturer narrative:
The model and serial number for this lead was previously reported as 1582/65, (B)(4). This report notes the correct model and serial number. A partial lead measuring 5.0cm was returned for analysis. The outer insulation was breached for 0.5cm and 1.0cm in the middle of the returned portion of the lead. The etfe coating was abraded at these locations. A fracture of the conductor and inner coil was noted at one end of the lead, consistent with fatigue and external insulation abrasion.

Event description:
It was reported that during visit, an insulation break was noted. Review of fluoroscopy showed the lead had wrapped itself like a spiral within itself. The high voltage lead impedance had decreased and the pacing lead. Impedance had increased. The lead was capped.